Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted on (B)(6) 2016 and now is broken. A replacement will be needed. No further information was provided.